Event description:
The customer reported via phone call that their insulin pump received no delivery alarm. The customer¿s blood glucose level was 137 mg/dl. Troubleshooting was completed for no delivery alarm. Customer states the he always have to do a rewind and this will always resolve the issue. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.